Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, during the third fire, a crack sound was heard and the device did not fire anymore. The jaws were attempted to open; however, the black return knobs were fixed, so the jaws did not open. Additional resection to release the jaws was performed. After that, the rectum on the anus side was cut with cooper scissors and specimen was removed. Last patient's status: good. Operating time not extended. Nothing fell into the cavity. No bleeding.